Manufacturer narrative:
There is no established expiration date for this device. Device manufactured date is unk. Further attempts for this info will be made. Evaluation summary: it is unk what actually caused the light handle cover to fall. It is suspected that it was either an installation issue at this account or a potential defect with this specific light handle cover. There is a potential health risk if the handle cover had fallen off and fell on the pt during a case. There were no adverse consequences that occurred as a result of this failure. This is not a single-use device.

Event description:
Per the initial reporter, in operating room (B)(6), the light handle fell off mid-case and hit the surgeon in the head. Upon further investigation, it was identified that it was the handle cover that fell off and not the entire handle assembly. Per the stryker rep, the surgeon was not injured and the malfunction resulted in approx a 30 second delay in the surgery. The surgery was successfully completed with no issues.